Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via the FDA that the device had not worked as advertised/intended since implant. The device was supposed to relive chronic pain in three areas of the body (back, left and right leg) and the only area that relieved pain temporarily was the left leg. The internal stimulator would not recharge and any movement shuts off attempts to recharge. The antenna must be titled to make connection with the internal stimulator and several visits with manufacturer personnel to correct the problem was not successful. Cause, troubleshooting/diagnostics, and resolution of the reported issue could not be determined due to no contact information. Please see attached user facility medwatch from mw5058388.